Event description:
It was reported that the patient with this implantable pacemaker mentioned the device is in safety mode. The patient also exhibited symptoms related to the safety mode, such as feeling extremely weak and tired. The patient was then admitted to the hospital and medications were administered. The device remains in service and is scheduled for replacement. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable pacemaker mentioned the device is in safety mode. The patient also exhibited symptoms related to the safety mode, such as feeling extremely weak and tired. The patient was then admitted to the hospital and medications were administered. The device remains in service and is scheduled for replacement. The device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned as per the healthcare facility information.